Event description:
It was reported that the foot-switch on the 7700 system would intermittently not work. Also the c-arm brake would not hold. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot-switch connection was repaired and the c-arm brake was adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.